Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, rash, redness, pimples, and dry skin, extended beyond the patch perimeter. The parent contacted a doctor, and the patient received a prescription for an oral antihistamine, flucytosine 250mg 4 times a day, and a steroid cream. At the time of the report the patient stated they still had redness on their arm. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).